Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior the date the manufacturer became aware of the event. Block d2b: lgw, qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7070942, UDI: (B)(4). Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 369744, UDI: (B)(4).

Event description:
It was reported that the patient had high impedances on the right spinal cord stimulator (scs) lead. It was also noted that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a scs replacement procedure and the patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.